Event description:
It was reported that ever since the device had been upgraded the patient reported experiencing phrenic nerve stimulation in certain positions such as lying on a side or sitting up straight. The patient has been able to deep breathe or stretch to make it go away. The left ventricular (lv) lead output was decreased and the lead remains in use. It was noted that the patient feels better with higher lv output however, also experiences more symptoms of phrenic nerve stimulation. It was also noted that the patient was part of the product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5076-52 lead: (B)(6) 2014. (B)(4).